Manufacturer narrative:
Concomitant medical products: vedr01 ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had intermittent loss of capture. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.